Event description:
The customer contacted stryker to report that their device does not detect a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.